Manufacturer narrative:
An event regarding disassociation & crack/fracture involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was confirmed. Method & results: -device evaluation and results: the reported devices were not returned but photographs were provided for review. A review indicated recently explanted devices covered in blood. The head had what looked like black debris on the inner taper. Loss of taper lock between the head neck junction and the trunnion of the stem was fractured. The liner had damage consistent with explantation -clinician review: a review of the provided medical records by a clinical consultant indicated: "the ap and lateral x-rays show a press fit th with a head dissociated from a deformed trunnion. The photograph demonstrates significant metallosis within the hip. A head dissociation from a trunnion with significant material loss is confirmed. The root cause of this mechanical complication cannot be determined from the limited documentation provided. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported devices were not returned but photographs were provided for review. A review indicated recently explanted devices covered in blood. The head had what looked like black debris on the inner taper. Loss of taper lock between the head neck junction and the trunnion of the stem was fractured. The liner had damage consistent with explantation. A review of the provided medical records by a clinical consultant indicated: "the ap and lateral x-rays show a press fit th with a head dissociated from a deformed trunnion. The photograph demonstrates significant metallosis within the hip. A head dissociation from a trunnion with significant material loss is confirmed. The root cause of this mechanical complication cannot be determined from the limited documentation provided. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep called to inform of a broken accolade trunnion in a case over the weekend. This was a revision surgery. Primary surgery was (B)(6) 2014.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Rep called to inform of a broken accolade trunnion in a case over the weekend. This was a revision surgery. Primary surgery was on (B)(6) 2014.